Event description:
A (B)(6) women sitting on "drive" brand rollator/walker. Front swivel wheel came out of frame causing her to tumble to floor. Skin tear on left hand, large bump and bruise on right side of head. Severe headaches, neck pain. Inability to walk after sent home from ER. Short term change in vision. Difficulty functioning normally.